Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient underwent an arteriovenous fistula (avf) creation procedure using the ellipysis system. IFU was followed. It is reported the power controller was not activated with a distance of more than 1.55mm between perforating vein and radial artery as specified in IFU resulting in excessive tissue capture. No fistula was created. No complaint alleged against the controller. No error message was reported. 2 days post procedure the patient attended the ER department with pain and swelling in the arm. Patient was admitted, and pseudoaneurysm of the antecubital was noted. Patient underwent vascular repair of the radial artery with sutures. The patient had corrective surgical procedure and has been instructed to follow up with the physician. No further injury reported.